Manufacturer narrative:
One medfusion pump was received for evaluation and the bottom case had seal damage. The event history log was reviewed and there was a travel course/check clutch error in the history. The history could not be downloaded because of data error. Multiple flow and occlusion tests were performed and the reported issue was unable to be confirmed. The clutch halves left and right with leadscrew and spring were replaced as a preventative measure since the parts were over 6 years old. The cause of the issue was unable to be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel coarse error. There was no reported adverse event.